Event description:
It was reported that an ilet user experienced an insulin occlusion alert and subsequent hyperglycemia, with a documented peak glucose of 306 mg/dl and approximately four hours above target, after which insulin delivery was resumed following on-device troubleshooting that included unlocking the device, acknowledging the alarm, disconnecting at the site, and performing a fill-tube prime with observed drops. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no hospitalization, and no ketones per user testing. Investigation included customer service troubleshooting and user education. Investigation of this case revealed that insulin delivery was interrupted due to an occlusion alarm, insulin flow was re-established after tubing prime, and blood glucose was impacted during the interruption. It was concluded that hyperglycemia occurred with cause unclear, with insulin occlusion alarm reported and resolved through user-guided steps. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.